Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The patient experienced inaccurate cgm values which occurred 6 days after the sensor had been inserted in the arm. On (B)(6)2025, the cgm was 75 mg/dl and the bg was not checked. The spouse gave glucagon and called emergency medical service (ems). The bg by ems was 53 mg/dl after treatment and the cgm was not checked. En route to the hospital, the patient had syncope. He regained consciousness after 20 minutes. No other values were remembered from the episode. The patient was hospitalized for 2 days and was still weak during the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.